Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to cubie pocket issue. A field service engineer swapped out drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system had cubie drawer failure. The customer reported that medications in those failed pockets would not be able to be obtained by staff and the user would have had to go to another machine or obtain them from a pharmacy. There was a delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.